Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was blank. Patient involvement information was not provided by the customer. The third party evaluated the ventilator and determined the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) needs to be replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic service engineer (se) evaluated the device and identified that the gui pcb will need to be replaced. Medtronic is awaiting authorization from the customer to continue with the repair of the device.